Event description:
It was reported to siemens healthineers that a malfunction occurred while using the somatom x.ceed. The user stated that a patient was on the table for a CT scan. When the customer was moving the table, it came to an unintentional stop. There was neither any injury nor a rescan caused by this unintended table stop. When investigating the root cause for this issue, our experts found a bug in the software of the table control. This software bug was the reason for the unintended table stop. During our investigation of that case, we found out that this software bug could under extremely unlikely circumstances also led to an unintended table movement. As of today, we are not aware of any cases of unintended table movements. The table movement could be stopped at any time by the user by pressing the "stop" button. Siemens healthineers has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined as a software error. Siemens thoroughly analyzed the logfiles of this incident and was able to reproduce the error. The sub-system state should be set to 'held' and not to 'reset' when the sub-system is disabled. With this incorrect setting the sequence number comparison is reset every time this block is disabled. A safety assessment has been performed. The issue is understood, and a solution has already been tested which will be considered for upcoming sw-versions or service packs.